Manufacturer narrative:
The investigation of the returned headway microcatheter found the distal tip damaged and the device pinched at the distal tip of the hub. The pinched section of the device resulted in resistance when attempting to advance an in-house guidewire during the investigation, which is consistent with the advancement difficulty described in the reported event. However, examination of the distal tip of the microcatheter showed that the lining was intact. There was no indication the any pieces of the device detached as described in the reported event. The guidewire used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces exceeding the device's yield strength.

Event description:
Additional information was received stating due to the high resistance of the guide wire in the microcatheter, substances such as coating inside the microcatheter were pushed out of the microcatheter by the guidewire.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
During an anterior communicating aneurysm treatment, two microcatheters were used. One of the microcatheters had a jamming sound as the micro guidewire entered into the second microcatheter. The first microcatheter was forced into the second microcatheter and the microcatheter¿s endothelium tip had detached. The microcatheter was replaced with another brand of microcatheter to complete the procedure. The patient is fine. Additional information/clarification of the event was requested from the reporter including any intervention. No information has been received to date.